Event description:
It was reported that clotting occurred during use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "customer reports that the k2edta tube is presenting fibrin. Customer desires to know if it is due to his equipment that it is letting fibrin inside the tube. Customer reports that it is being used the equipment with 3500 rpm."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred during use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "customer reports that the k2edta tube is presenting fibrin. Customer desires to know if it is due to his equipment that it is letting fibrin inside the tube. Customer reports that it is being used the equipment with 3500 rpm."